Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that a peg is missing from the femoral implant bumper rendering the device inoperative. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. G1 MDR reporting contact name and address.

Event description:
It was reported that during an efip inspection a journey ii cr lock fem implant impactor was broken and cracked. No case reported; therefore, there was no patient involvement.